Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated aortic valve repair procedure, the patient was hospitalized due to procedural complications. Pulse generator interrogation found that the atrial lead had become dislodged during the procedure. The patient was also experiencing atrial flutter. A revision was not performed due to the unrelated procedural complications. The patient remained hospitalized.